Manufacturer narrative:
Batch review performed on 30 may 2023: lot 188609: (B)(4) items manufactured and released on 04-feb-2019. Expiration date: 2024-01-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.

Event description:
Revision surgery for knee instability at about 2 years and 8 months post-primary. Liner revised successfully to a thicker one.